Manufacturer narrative:
A visual assessment of the returned complaint driver showed an instrument with repeated use, as identified by worn laser markings, surface scratches, and surface corrosion. The distal tip of the driver was fractured and there were rotational scratches surrounding the tip. A functionality assessment could not be performed due to the damaged condition of the returned driver. A DHR review was performed for the returned complaint lot and there were no manufacturing anomalies identified. The device met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 1/17/2011. It may be possible for the distal tip of the driver to fracture if excessive or abnormal force was applied to the driver while being used. Excessive force could be applied to the driver if the handle attached to the driver did not appropriately limit applied torque. The torque handle that was being used when the instrument malfunction occurred was also returned to the company to confirm the torque limiting capability. The handle was tested on a calibrated torque testing device and repeatedly produced results within the acceptable range. It may be possible to apply abnormal force if the driver was used at an angle, which could cause the distal tip of the driver to fracture. The rotational scratches on the driver distal tip and angled fracture suggest that the driver may not have been colinear with the implant screw when the malfunction occurred. There have not been any other complaints of similar nature received in the past 12 months. The company will continue to monitor this device for complaints from the field.

Event description:
The company received communication on (B)(6) 2021 that the distal tip of a system driver fractured when tightening a system screw during a l4-l5 plif procedure. The fractured portion of the driver was immediately removed, and the procedure was successfully completed. There were no known patient complications or delay in treatment associated with this complaint.